Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the blade into a test monitor and powered it on and the image quality was good. The cable was wiggled with no failures. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl reusable - gvl 4, the screen blanked out. The problem appeared to be intermittent. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.